Event description:
After 10+ months of implantation, this pacemaker was explanted and returned because the device was unable to complete the interrogation during a follow-up visit. It was reported that a communication error was displayed at each attempt to interrogate. In addition, there was no magnet response.